Event description:
The pt's diet counselor believes the infusion device delivers too much insulin and has high power consumption. On (B)(6) 2012 at 5:37 am the pt was admitted to the hospital with a blood glucose level of 32 mg/dl. The diet counselor reviewed the infusion device history and found a lot of boluses were delivered. The pt does not recall programming the boluses. It was also reported that the basal rate changed by itself. It is unk why the pt was hospitalized or what treatment she received at the hospital. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in a supplemental report.